Event description:
A physician reported a patient with a past history of multiple collagen treatments (exact dates not known) without event. On 5 august 1998, the patient was skin-tested in the volar aspect of the left forearm with negative results. On 23 september 1998, the patient was treated in the upper and lower vermilion borders and in an acne scar on the left cheek. On 26 october 1998, the patient called the physician's office to report that on or about 24 october 1998, the test implant site had become pink to red and raised with itching. The patient was examined on 24 october 1998 and noted to have no symptoms of hypersensitivity at the treatment sites. The physician diagnosed a delayed hypersensitivity at the skin test and prescribed oral benadryl tablets.